Manufacturer narrative:
(B)(4). The xience pro device is currently not commercially available in the us; however, it is similar to a device sold in the u.s. The 3.0 x 23 mm xience pro referenced is being filed under a separate medwatch MFR number. There was no reported device malfunction and the product was not returned. Dissection is listed in the xience pro everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly calcified, mildly tortuous, proximal left circumflex. Pre-dilatation was performed with a trek balloon catheter at 10 atmospheres, after which two xience pro stents (2.25 x 12 mm and a 3.0 x 23 mm) were deployed overlapping. During post-dilatation of the stents a side edge dissection was observed where the stents overlapped. Another xience pro stent was used to cover the dissection successfully. Timi iii flow was maintained. There was no clinically significant delay in the procedure reported. No additional information was provided.